Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that forceps elevator has presence of foreign material. Other observations of the device are: leak coming from distal end rubber coating (a-rubber); low angulation at all directions; wrinkles on connecting tube; and distal end is dirty. The user¿s complaint of leak from a-rubber was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair for the issues of leak from distal end rubber coating observed during reprocessing of the device. Upon evaluation of the returned device, it was noted that forceps elevator has presence of foreign material. This medwatch is being submitted for the reportable issue of presence of foreign material in the forceps elevator.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material adhering to/around the forceps elevator could not be determined. The following is included in the instructions for use: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer, which confirmed the reprocessing procedure was followed in accordance with the instructions for use, however the reprocessing was unable to be completed on the subject device because of the leakages. It was reported that the device was returned for evaluation and not used on a patient. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
Correction: d3, g1, h10. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.